Event description:
It was reported that the patient's vessel was thicker than expected which caused the lead to dislodge and exhibit lead migration. Another lead was implanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.